Event description:
It was reported by the rep the device was used during a laparoscopic assisted vaginal hysterectomy. It was reported during the procedure the surgeon closed the atw35 onto the tissue. The device would not close but trigger (2) would not compress. The case was completed with another atw35 pulled from the shelf. There was no consequence to the pt.